Event description:
The pulse oximetry probe would not read the patient's pulse or give a spo2 reading. The probe was replaced with a new probe, after which the monitoring device worked without any problems. The cause of the problem may be the result of the sensor markings being out of alignment, as this is a reprocessed probe.